Manufacturer narrative:
Since incorrect measurement could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silver causes incorrect measurement results when used with an apex locator; no injury resulted.